Manufacturer narrative:
The investigation has been finished. According to the information provided by the technician, the issue is related with malfunctioning pressure transducer printed circuit board (pcb). The customer will replace the part by him/herself. No part has been returned for investigation and device logs have not been received for evaluation. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The device failed to meet its specifications.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed pressure transducer test during system check-out. There was no patient involvement. Manufacturer's ref. #: (B)(4).